Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device codes have been updated to include (B)(4).

Event description:
On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via daiichi. It was reported the catheter was checked and a revision was performed on (B)(6) 2017. During the procedure, the hcp slightly pulled the anchor to see if aspiration from the catheter access port (cap) , however, aspiration was not possible (this was also to assess if there was any impact from possible tissue adhesion due to spinal canal stenosis by the catheter). The fixation of the anchor to the fascia was removed and it was slightly pulled down, then the catheter was found in a kink-like shape. When the catheter was completely pulled out, the pressure from the cap was released. The catheter of the spinal side was reconstructed. An additional report stated, "since variation anomaly was confirmed several times, the device pocket on the dorsal side was opened on (B)(6) 2017 and then the catheter of the spinal side was pulled out, then the product issue was confirmed". The kinked site was considered highly likely to have caused the occlusion of drug flow (i.e. Causing variation anomaly).

Manufacturer narrative:
Other applicable components are: product ID 8781 lot# n662528006 implanted: (B)(6) 2016: product type catheter product ID 8781 lot# n662528006 implanted: (B)(6) 2016. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who received gabalon baclofen (unknown concentration and dose) in an implantable pump for stiff person syndrome. During a refill on (B)(6) 2017 the "variability was - 30%". Effect of intrathecal baclofen therapy (itb) was observed and there was no particular problems with the patient's condition. The decision was made that this was not an adverse event and considered to be an accidental error; would be monitored. On (B)(6) 2017 refill, the "variability was 47.5%." Effect of itb was observed. Although there were no particular problems in patient condition, the variability increased. A contrast radiography was to be performed at the next refill, which was scheduled for (B)(6) 2017. The contrast radiography would confirm if there was pump/catheter failure. No complications were reported/anticipated. On (B)(6) 2017, additional information was received from a foreign healthcare professional (hcp) via daiichi. On (B)(6) 2017, event logs were inspected and no issues were confirmed. A rotor test was performed and no issues were confirmed. A catheter x-ray study was performed; baclofen could not be aspirated form the catheter through the catheter access port (cap). 0.172 ml (85 mcg) of baclofen was "considered and the contrast agents injection was attempted but it could not be done. A refill was performed and the variability was -72.12% and "effect" was observed. No issues were observed in the patient's condition. The physician's assessment from (B)(6) 2017 stated, "from the event log and the results of the rotor test, it was concluded that there were no issues with the pump. From the facts that the drug aspiration from the cap was incapable, the contrast agents injection could not be done, and more abnormal variability than the one of the previous refill was observed, catheter obstruction has been suspected". Device related infor mation reported pump operability test; performed (abnormality was observed), rotor test performed; performed (no abnormality), catheter x-ray study; performed (but it could not be done). The mr comments stated, "during the operation, flow of cerebrospinal fluid ( csf) was confirmed in each step and no particular issues were observed.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, lot# n662528006, implanted: (B)(6) 2016, product type: catheter. Analysis of the catheter found a kink observed in the catheter body. (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Additional clarification was received on the previously reported pump variabilities of ¿-30% and 47.5%". It was reported that those values indicated that the volume discrepancies were greater than expected. It was further noted that it is stated on the ¿pi¿ that the normal value is within ±25%. Additional clarification was received on the previously reported pump variability of ¿-30%". It was noted that the -30% was the variability calculated based on the formula using reported values and it was noted to refer to pi for the calculating formula. As you can see, the actual value was more than expected. It was reported that the specific volumes for the refill that occurred on (B)(6) 2017 were not obtainable. Additional clarification was received regarding the previously reported statement that "effect of itb was observed". It was reported that it means that although the variability is out of the normal range, the therapy effect was obtained. Additional information was received regarding the adverse event of abnormal variability that had a reported date of incidence of (B)(6) 2017. It was reported that the classification of severity was not serious and that the investigational drug was not changed. Information was received regarding the reported catheter occlusion that had a date of incidence of (B)(6) 2017. There was a reported classification of severity of a 3 (serious). It was reported that the causality of the reported adverse events was related to the catheter and that a catheter replacement had occurred. It was reported that there was no causality related to the drug, pump, or programmer and it was unknown if it was related to the surgical procedure. The adverse events were reported as recovered with a date of outcome of (B)(6) 2017. It was reported that on (B)(6) 2017 a pump operability test was performed and the drug volume at the previous refill was 18.0 ml and the actual residual volume was 8.5 ml and the residual drug volume on the programmer was 4.3 ml. It was reported that on (B)(6) 2017 a pump operability test was performed and the drug volume at the previous refill was 18.0 ml and the actual residual drug volume was 10.5 ml and the residual drug volume on the programmer was 3.7 ml. It was reported that the pump was implanted on (B)(6) 2016. It was previously reported that on (B)(6) 2017, a refill was performed and the variability was -72.12% , however, it should have been reported that the variability was -75.12% and additional information indicated that the variability was -75.2%. It was further reported that a catheter occlusion was observed and that the occlusion inside the catheter or kinking of the catheter was considered to be the cause of it. It was reported that it was considered that some change occurred after the operation since the variability became ¿worsen¿ over time rather than right after the operation. No further complications were reported and/or anticipated. The patient¿s medical history included type 2 diabetes.